Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the standard insertion handle (p/n: 03.010.045, lot #: 1620767) was returned and received at us cq. Upon visual inspection, scratches and slight discoloration was observed with the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: the functional test was performed on the returned devices. The insertion handle was assembled into the returned aiming arm without any issues. The overall functional test was not performed as the mating devices were not returned. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: a dimensional inspection was performed on the returned device. The internal diameter of the device was measured to be 8.18 mm. This is within the specification of 8.2 mm + 0.00 mm/-0.05 mm per drawing: document/specification review : based on the date of manufacture, the current and manufactured revision of drawings were reviewed . Insertion handle. Complaint confirmed? No. Investigation conclusion : the complaint condition was not confirmed for the standard insertion handle (p/n: 03.010.045, lot #: 1620767). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part: 03.010.045, lot: 1620767, manufacturing site: hägendorf, release to warehouse date: 19. Jan. 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a procedure with proximal interlock screws for a tibial nail, the aiming arm and insertion handle, when installed correctly to the nail, did not line up with the sleeves. This misalignment did not allow the appropriate drill bit to pass through the nail after it was inserted into the body. It was mentioned that the parts might be wearing out. The procedure was successfully completed by slightly flexing the device. There was a one (1) minute surgical delay reported. There was no patient consequence. Concomitant devices reported: aiming arm for ti cannulated tibial nails-ex (part number 03.010.052, lot 1571029, quantity 1), nails: tibial (part number unknown, lot unknown, quantity 1) guides/sleeves/aiming: sleeve (part number unknown, lot unknown, quantity 1), drill bits: trauma (part number unknown, lot unknown, quantity 1), insertion instruments: connecting/coupling screw: trauma (part number unknown, lot unknown quantity 1). This report involves one (1) standard insertion handle. This is report 1 of 6 for (B)(4).